Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent posterior colpoperineorrhaphy with pelvisoft graft augmentation, and high ureterosacral ligament vaginal vault suspension and enterocele repair due to pop-q stage 2, apical and posterior vaginal wall prolapsed, recurrent sui. No additional information was provided. A review criteria of the batch manufacturing records was conducted and the batch met all finished goods release.

Manufacturer narrative:
Date sent to the FDA: 05/02/2016. Additional narrative: it was reported that following insertion, the patient experienced cystocele, vaginal vault prolapse and mixed urinary incontinence.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh and pelvisoft were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.